Manufacturer narrative:
The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. The catalog number provided is the international list number that was involved in the reported event, which is comparable to the domestic list number listed in the "other" field. The domestic list number has a common device name of 80fpa and has a 510k of k052722. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a disconnection. The tubing set was being used for arterial blood pressure monitoring. The male adapter of an unspecified pressure monitoring set was connected to the female adapter of the tubing set. The t-connector of the tubing set was connected to the female adapter of the pt's arterial catheter. It was reported that after an unspecified length of time, the t-connector disconnected from the arterial access site and the pt's arterial blood pressure could not be measured. The tubing set was replaced and the monitoring was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.